Event description:
The customer reported that an 840 ventilator was inoperable. No patient involvement. Covidien tech support engineer (tse) troubleshoots this issue with customer over the phone and suggested to run extended self-test (est). Covidien was not authorized to repair the unit.